Event description:
It was reported that the user experienced nocturnal hypoglycemia while using the ilet system, confirmed by fingerstick at a glucose of 63 mg/dl, and had previously adjusted glucose targets with the healthcare provider to address lows. Symptoms included no reported clinical symptoms. Outcomes included self-treatment with oral carbohydrates, including glucose tablets, peanut butter crackers, and a sports drink, without need for medical intervention. Investigation included user interview, review of device use and event details, and troubleshooting and education regarding hypoglycemia management and training options. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with no device malfunction identified based on available information. It was concluded that the event represented hypoglycemia with uncertain etiology and that the device continued to operate as intended based on the user¿s report. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.